Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 2.5 mmol/l and 17.5 mmol/l within 10 minutes on the aviva ii system. On a different date the customer received results of 3.7 mmol/l and 7.9 mmol/l within 10 minutes on the aviva ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.